Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry due to a loose radiofrequency (rf) head connector on the link electronic module (lem) board. The lem board was replaced. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer has intermittent telemetry. If the rf (radio frequency) connection is manipulated, telemetry can be established. The programmer was returned for repair. No patient complications were reported as a result of this event.